Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12sep2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system will not load the pyxis program. A field service engineer successfully found kb5019966 is installed on the pas followed ka 000016103 and uninstalled the patch rebooted the device and it completed the windows updates, and the pas app launched. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system did not load the pyxis program. The user also stated that it resembled on blue bd screen, they could not be able to proceed with operation cases, since they were unable to get the medication from the device during the malfunction. There were no adverse events or injuries reported based on this incident.